Event description:
It was reported that the customer is unable to prime. It was stated that the customer is able to rewind but gets stuck in the prime loop. The piston is meeting the reservoir but does not stop and no numbers are appearing on screen. It was confirmed that the customer is disconnected. Customer was advised to hold the act button until receiving a second series of beeps or numbers appear on the display. Customer did not receive the series of beeps or numbers on the screen. Blood glucose value is 202 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test due to faulty force sensor resistor. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.